Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and now the touchscreen is not functioning as intended. Reportedly, half of the touchscreen turns black and then turns back on. Customer's blood glucose level was not impacted. Customer stated that they will continue to use the pump for insulin therapy.